Event description:
It was reported that this lead was explanted due to oversensing approx. 67 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
This incident was reported with mistaken serial number. Please disregard the report associated with the wrong serial number (B)(6). The correct serial number is (B)(6) and was confirmed with the product return. The report for the correct serial number will be submitted separately.